Event description:
It was reported that this right ventricular (rv) lead was explanted as part of a whole system explant due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of the e1: initial reporter tab. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as part of a whole system explant due to infection. No additional adverse patient effects were reported.